Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the user opened the package for a universa firm ureteral stent set, and the tip of the device was broken. A photo of the device provided by the user appears to show a partial separation on the pigtail of the device. The device was not used on the patient. The user changed to a new device and completed the procedure successfully. No adverse effects have been reported due to the alleged malfunction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, the user opened the package for a universa firm ureteral stent set, and the tip of the device was broken. A photo of the device provided by the user appears to show a partial separation on the pigtail of the device. The device was not used on the patient. The user changed to a new device and completed the procedure successfully. No adverse effects have been reported due to the alleged malfunction. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. One universa firm stent set was returned for investigation in a prior to use condition. The tether was not returned. The distal coil was partially severed 1.5cm from the end of the coil. Striations were visible along with ragged edges at the point of separation. The damage on the coil was not at a sideport. The device did not display any obvious manufacturing anomalies. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints were received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device quality control procedures. Cook has concluded that sufficient controls are in place for the reported failure mode. The device is packaged with instructions which state, ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded that the cause of the stent separation could not be established. It was not possible to rule out shipping/handling or manufacturing as possible causes of the complaint. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.